Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 350cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed with spontaneous left breast implant rupture. As a result, the patient underwent implant removal on (B)(6), 2022.

Manufacturer narrative:
On february 22, 2022, mentor became aware that the suspect medical device was discarded. The patient's implants were replaced with the following: (left) 440cc mentor memorygel breast implant catalog: smpx440 lot: 9662822 sn: (B)(6) and (right) 440cc mentor memorygel breast implant catalog: smpx440 lot: 9488552 sn: (B)(6). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On march 6, 2022, an analysis of the suspect medical device's photo was completed: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.